Event description:
During a lap cholecystectomy procedure, the handpiece became extremely hot. The heat caused the surgeon to drop the handpiece. After taking the device out of the patient it was discovered that the blade had broked off of the shaft of the instrument. Procedure finished with like device, and no patient consequences were reported.